Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that there was an error turning off the stopcock to the device between the transducer stopcock and the drip chamber. According to the report, the prior similar equipment manufactured by another manufacturer had the "on/off" stopcock manipulation for monitoring in the exact opposite direction from the reported device. Inconsistency in design between those devices was a contributing factor to the use error. Reportedly, the patient died on (B)(6) 2017. The original intended procedure was for intracranial fluid drainage.